Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: intended use: the catheter is intended for emptying of the urinary bladder in patients undergoing catheterization due to incontinence, micturition disorders and surgeries. Consult your doctor to decide which of the possibilities offered by the product are the best for you. In doing so, it is important to warnings for the product, precautions and side effects given. Wash your hands thoroughly with soap and water. Let the sterile water out of the foil packet release move the catheter bag three to six times and again so that the water is passed through the package. And the surface of the catheter is well moistens. Open the package slightly on the side of funnel, just enough to free the applicator to give. Do not remove the catheter yet. Use the kleeflip on the right side of the package to place the package on a vertical surface in the neighborhood while you are applying the catheterization preparing. Wash the area around the urethra before use the applicator to hold the catheter securely and release the top of the catheter gently slide into your urethra until the applicator sheath approaches the opening of the urethra. Repeat until the urine starts to flow. Try to keep the catheter still until the urine no longer flows. When the urine is no longer flow, slowly withdraw the catheter. Stopper when the power starts again and wait until the last drops have run away. Finally, throw the catheter and the packaging road. Warning: this is a single-use tool. Not reuse. Reuse of an instrument single-use increases the risk of a risk of catheter-induced urethral infection. Urethra catheter for urological use only use. Dispose of after use. Not again sterilize. Made of silicone elastomer. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 12 of the magic 3 go male coude intermittent catheters from the previous order were bent/had a bow and the patient could not use it.